Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on boot up screen. Pyxis machine would not progress past the initial loading screen. The machine was initially unresponsive and was rebooted, which resulted in it becoming stuck on the maintenance mode screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was up. A technical support specialist (tss) dialed into the station and confirmed that it was already online and functioning normally. With customer approval, rebooted the station to ensure it was not stuck. The reboot completed successfully without any issues, and customer confirmed the station was operating properly. The issue was resolved, and approval was obtained to close the case. The system functioned as intended after the technical support specialist troubleshot the device.